Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was caused by the battery voltage cable being squeezed. The issue was resolved by replacing the cable harness. The replaced part was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that during a planned maintenance (pm), when closing the image acquisition system (ias) covers, the battery tray cable to j1 was squeezed between the generator door and as a result was shortened. No patient was present during the time of the reported incident.

Manufacturer narrative:
The suspect cable harness was returned to the manufacturer for evaluation. Testing found that the battery cable was damaged due to physical damages.